Event description:
An occlusion alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer stopped using the pump and switched to manual dose injections for insulin therapy.